Manufacturer narrative:
Date sent to the FDA: 10/03/2008. - urinary retention occurred - conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure in 2008, and was discharged the next day after the packing and catheter were removed and the patient did void. The patient complained that she feels she is unable to empty her bladder and feels a constant urge to urinate. The patient has called her surgeon two days later, and she was awaiting a return call.